Event description:
Boston scientific received information that this patient was presented for a scheduled implant procedure. Following the procedure, the boston scientific local representative was contacted by the implanting physician with a request to interrogate the device. The patient was decompensating and the physician wanted to verify that the device was functioning properly. The device was interrogated and confirmation of proper function was assessed. The patient's condition continued to deteriorate and all attempts to stabilize the patient were unsuccessful which then lead to the death of this patient. The physician suspected that the cause of the patient's death was cardiac tamponade from lead perforation during attempts to implant this lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.